Event description:
Received a report stating: "tubing has a hole in it next to the blue port." There was no pt harm or medical intervention. No further pt or event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.